Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe had blood inside the distal tip transparent area of the probe where the transducer spins. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d9,h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to damage and bending of the tip. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.